Event description:
It was reported that the pt's pump was replaced. The new pump was programmed to delivery morphine 2 mg/day; her previous dosage was 8 mg/day. The pt also used oral morphine to control her pain. One day after implant, the pt was found unresponsive. Emergency medical services was called and cardiopulmonary resuscitation was unsuccessfully performed. The cause of death was reported as arteriosclerotic heart disease. The death was not considered device related, and no autopsy was being performed as md did not feel it was a suspicious death. The pump was explanted and was in the husband's possession. The pump was returned to the hcp who confirmed a volume of 18 ml of drug in the reservoir. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.